Event description:
A run-on was witnessed on two occasions. After sterilization the reverse button was pressed, and the qdm would not stop running until the reverse button was tapped, or the battery was removed.